Event description:
The brushhead and tiny, small metal pins break off in my mouth [device breakage]. No adverse event. Case description: a (B)(6) year old consumer reported that while using an oral-b professional care rechargeable toothbrush, the oral-b precision clean brushhead and tiny metal pins break off in mouth. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.